Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump malfunctioned. During a norepinephrine infusion in the cardiovascular intensive care unit, was running at 1 mcg/minute to maintain a mean arterial pressure (map) of >85. At an unknown point the arterial line pressure suddenly increased to systolic blood pressure (sbp) >220s. The cuff pressure cycled and matched the arterial line pressure. The nurse immediately clamped the IV line that was infusing norepinephrine and stopped the infusion. Immediately after clamping the IV line, the patient's blood pressure began to stabilize. No further information was available at the time of this report.